Manufacturer narrative:
The product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that three weeks after an intraocular lens (iol) was implanted, she noticed cells growing onto the anterior surface of the iol causing decreased vision. Three and a half months later she treated the cells with a yag laser procedure and the patient's vision improved.